Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardiac monitor was undersensing intermittently. No intervention was performed. Patient was stable.